Event description:
It was reported that the patient had lupus and the disease caused the scar tissue holding her lead to not form properly. The patient confirmed that the lead had ¿dislodged¿ several times, usually when she participated in physical therapy. The patient noted she had two dislodgements in 2009.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: extension. Product ID: 399930, lot# v038923, implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6), product type: extension. (B)(4).